Event description:
In or during general anesthetic case, my etco2 [end-tidal carbon dioxide] monitoring stopped in the middle of the case. A new gas line and water trap were replaced which did not fix the problem. [Redacted] came to assess and called biomed. Determined probable gas bench failure. Machine switched out and brought to biomed.